Event description:
The device is included in the subset of zenex, assurity, endurity laser adhesion preparation advisory issued by abbott on 20 july 2022. The physician has chosen to explant and replace this device prophylactically. The patient has not experienced any symptoms or adverse health consequences and is currently in stable condition. The device was replaced by another supplier.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.